Event description:
A biomedical engineer reported that the unit shut down on its own during a procedure. No pt impact was reported. Add¿l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the power supply. The system was then tested and met product specifications. The replaced power suppl y was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).